Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact on the caller¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the cartridge alarm, instructed the caller on proper loading techniques, and ultimately sent a replacement pump and cartridge. Customer will continue to use current pump for insulin therapy.